Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. No further info is expected. (B)(4).

Event description:
An operating room supv nurse reported that during the initial preparation of the phacoemulsification machine and prior the initiation of the surgeries, during the start up of the machine, a system message was displayed. The system did not recognise the footswitch. There was no pt involved. No cancellation or delays of the operations occurred since another machine was used. No further info is expected. This is one of two medical device reports being filed for this facility.